Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump squirting insulin during priming. The insulin pump had random no delivery alarm the customer reported crack on insulin pump and it had grinding noise during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm, prime/fill anomaly due to a33 alarm. However, device passed rewind test and displacement test. No rewind anomaly noted. Device had cracked battery tube threads, broken belt clip slot, reservoir tube lip was partially broken off but the test reservoir locked in place properly.